Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient's lead was not functional and not programmed for tach therapy or pacing support. The lead was observed to have high lead impedance. The patient was not followed up and their condition after the event was fine.